Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer was taken to the emergency room and was disconnected from the insulin pump by the hospital staff. Customer treated with insulin injection but stated that blood glucose remained at 19 mmol/l. Customer is concerned about getting back to insulin pump therapy now that has been stabilized. Customer stated that feels the insulin pump is not reliable. It was reported that the drive support cap in the insulin pump is normal. Manual prime was performed successfully. It was unknown if there is an insulin leak. Customer did not feel well to troubleshoot. Customer did not have a tubing clamp to perform the high pressure test. Customer was advised to get back in contact to complete the troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.